Event description:
It was reported that an embolism occurred. An 8fr wolf thrombectomy catheter was selected for use. The wolf catheter was placed into the right superficial femoral artery (sfa) through an 8f non-bsc sheath. The device was advanced 1-2cm into the target vessel. The thrombus was engaged, and a sleeve pull was performed which consumed the entire thrombus. Upon removal of the wolf catheter, additional clot was observed in the right profunda. An attempt was made to reload a sleeve on the wolf catheter. During that process, the inner shaft would not exit the attached rotating hemostatic valve (rhv). This resulted in bunching of the sleeve at the distal end. A new wolf catheter was selected, but it was difficult to advance to the sfa. A non-bsc device was then used to remove the remaining clot. There procedure was completed, and there were no patient complications.

Manufacturer narrative:
Device eval by MFR: the complaint device was returned for product analysis. The device was returned with the wolf inner catheter inside of the wolf outer catheter. One used inner catheter was returned along with the device. Analysis of the touhy showed the orange stopper compressed and extended past the optimal positioning. It was found that the touhy cap had become cracked likely due to over-tightening. This evidence suggests that the user had over-tightened the touhy. During analysis the touhy was loosened and the o-ring remained contracted and prolapsed instead of returning to its opened, relaxed position. A reload was attempted with the cap of the touhy removed, the inner catheter was unable to pass through the touhy. This confirmed the sites complaint of being unable to reload the device.

Event description:
It was reported that an embolism occurred. An 8fr wolf thrombectomy catheter was selected for use. The wolf catheter was placed into the right superficial femoral artery (sfa) through an 8f non-bsc sheath. The device was advanced 1-2cm into the target vessel. The thrombus was engaged, and a sleeve pull was performed which consumed the entire thrombus. Upon removal of the wolf catheter, additional clot was observed in the right profunda. An attempt was made to reload a sleeve on the wolf catheter. During that process, the inner shaft would not exit the attached rotating hemostatic valve (rhv). This resulted in bunching of the sleeve at the distal end. A new wolf catheter was selected, but it was difficult to advance to the sfa. A non-bsc device was then used to remove the remaining clot. There procedure was completed, and there were no patient complications.